Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Debris noted under display window. No scratches or marks noted on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that there is a white mark under the display screen. Customer's blood glucose level at the time 220mg/dl. Advised insulin pump would be replaced. No additional information is provided.